Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended device replacement. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. The product has not returned for analysis.